Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: during surgery, the proximal femoral nail (pfna) blade attached to the handle was inserted at incorrect angle and the blade became stuck in protection sleeve. The surgeon was unable to release the blade from the protection sleeve. Surgical delay was reported for an unknown amount of time. The nail was removed and surgeon replaced pfna with dynamic hip screw (dhs). This complaint is for one (1) pnfa blade protection sleeve, one (1) pfna blade impactor one (1) unknown pfna insertion handle and one (1) unknown pfna blade. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter device is an instrument and is not implanted/explanted. As surgeon had to utilize dhs upon mechanical jam of pfna to successfully complete surgery device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.